Event description:
It was reported that during a laparoscopic roux-en-y procedure, the device misfired and it caused massive bleeding, they had to use sutures to close the pt. No blood products or infusion given. Used another stapler and sutures to complete the procedure.

Manufacturer narrative:
Date sent: 05/05/2009. Info anticipated, but unavailable at this time.